Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in clinic after receiving inappropriate atp and high voltage therapy for a svt. The device was reprogrammed and the patient will continue to be monitored as usual.